Manufacturer narrative:
The comp rep visited the facility and verified that the iabp did not had a malfunction. In conversation with the clinical staff was determining that the iabp was in semi auto operation and was reading a slaved signal. When the customer removed the slaved signal and went direct the iabp, was not changed back to direct by the operator which is required when it is in semi auto mode. Training was provided to the clinical staff regarding the issue. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Operation manual for cs300 (0070-10-0654-01) section 1.4 explains how to change correctly back to direct in auto mode. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp was unable to obtain pressure trigger. The pt was switched to another iabp and therapy was continued. No pt injury was reported.